Event description:
It was reported that during a sigmoidectomy procedure, the device did not cut, the blade locked. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged articulation mechanism. Evaluation: two devices (a-b) were returned for analysis. Device a was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the right position, the staple formation was conforming, however when fired in the left and center position, the staples were malformed, due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. In addition the device was noted to have low pre-load force. Device b was returned with the firing mechanism and articulation mechanism damaged and with no cartridge present. In addition the device pre-load force was low. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the articulation gear teeth were found broken. No functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b. Evaluation codes: results: damaged firing. Conclusion: damaged firing.